Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was attempted in the right common femoral artery using a prostar xl device. The arteriotomy was 6fr and during the aaa procedure the sheath was upsized to a 16fr sheath. Reportedly, "the round handle could not be pulled up to deploy the needles." The sutures of a second prostar xl were used to achieved hemostasis following the aaa procedure. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: failure to follow steps/instructions: per instructions for use: the prostar xl 10f pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheaths. The device was returned for evaluation. The reported experience was not confirmed as the device was deployed successfully and performed according to specifications. Based on the visual inspection and performance verification on the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.